Event description:
The customer reported that the system failed to display the live fluoroscopic x-ray image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The system cables, batteries and high voltage system were evaluated. A filament calibration was performed. The system was tested and found to be working as intended and put back into service.